Manufacturer narrative:
The beckman coulter field service engineer (fse) found the power cord was damaged and charred at the instrument connection end. Fse repaired the power cord with a new 20 amp plug to resolve the issue. The internal beckman coulter identifier is (B)(4).

Event description:
The customer noticed burning smell and sparks from their unicel dxc 800 pro synchron system. The instrument was shut down and not rebooted until further inspection. No one was hurt. The operator wore a lab coat and gloves while operating the instrument. There was no indication of fire department called. No erroneous results were generated.